Event description:
Complainant alleged that while attempting to chock a pt, the device delivered two shocks of 120j and 150j successfully and then failed to deliver the third shock of 200j. Two unsuccessful attempts were made to deliver the shock. The device was on battery power and self-adhesville electrodes were being used at the time of the alleged malfunction. Complainant indicated that the clinician obtained another device and electrodes to continue treating the pt. Complainant indicated that the pt subsequently expired. The electrodes were discarded.